Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the video system center had a black screen without image in the octagonal screen. The patient was not under anesthesia, and there were no delays or reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and it was found that there was a black screen without scope ID information due to a defective circuit boards. The additional findings include the following: there was immersion and corrosion inside the device, the front panel was corroded, the switches of the front panel did not work occasionally, b40 was reported due to worn main board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.